Event description:
It was reported that the patient presented remotely via merlin.net. Remote alert revealed that the pacemaker exhibited declined of ventricular sense and noise on the atrial channel. No programming changes or intervention were reported, the patient will be monitored remotely. The patient was in stable condition.